Event description:
It was reported that: the patient was sent from the ICU for weaning and removal of the impella circulatory support. After removal of the impella cp catheter and sheath, a 14f manta sheath was inserted into the right common femoral artery. Then the physician attempted to insert the manta closure unit into the manta sheath after withdrawing the dilator. However, the bypass tube encountered strong resistance during insertion and was rebounded from the sheath hub. The physician withdrew the whole manta system out, including the sheath, and exchange for a 14f sheath. The manta sheath showed a kinking at the 10cm marker, which might be due to the force applied during insertion of the bypass tube. (Associated to another MDR) another new 14f manta was then applied again to close the wound and the resistance was not as strong as the first time as mentioned by the operator. The manta closure unit could combine with the sheath and complete the closure successfully.

Manufacturer narrative:
(B)(4). One unit of manta, sheath and dilator were returned. Blood particulates were noted on the units. Manta was locked within the sheath with the components (collagen, lock and anchor) released. Lever was not engaged. Kink was observed at the 10cm mark on the sheath. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad) removal, a 14f ce manta sheath was inserted in the right common femoral artery. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered strong resistance, and applied force in an attempt to advance the bypass tube, although the bypass tube rebounded from the sheath hub. The kink observed on the returned sheath is likely due to the forces applied during attempting to insert the bypass tube into the sheath. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the patient was sent from the ICU for weaning and removal of the impella circulatory support. After removal of the impella cp catheter and sheath, a 14f manta sheath was inserted into the right common femoral artery. Then the physician attempted to insert the manta closure unit into the manta sheath after withdrawing the dilator. However, the bypass tube encountered strong resistance during insertion and was rebounded from the sheath hub. The physician withdrew the whole manta system out, including the sheath, and exchange for a 14f sheath. The manta sheath showed a kinking at the 10cm marker, which might be due to the force applied during insertion of the bypass tube. (Associated to another MDR) another new 14f manta was then applied again to close the wound and the resistance was not as strong as the first time as mentioned by the operator. The manta closure unit could combine with the sheath and complete the closure successfully.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.